Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the most proximal row were raised slightly. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. No other issues were noted during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties occurred. The 80% stenosed, 13mm in length, 2.75mm in diameter, concentric and de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. The lesion contained between a 45 and 90 degree bend. A non-bsc guide wire was advanced to the lesion. Predilation was performed with the an unspecified balloon catheter. A 16 x 2.75mm taxus liberté stent was selected to treat the lesion; however, the device was unable to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. However, device analysis revealed stent damage.